Manufacturer narrative:
(B)(4). One of the complaint mr290v vented autofeed humidification chambers is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that ten mr290v vented autofeed humidification chambers leaked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one of the complaint mr290 autofeed humidification chambers was received at fisher & paykel healthcare (B)(4) for evaluation and was visually inspected for the reported damage. Results: visual inspection revealed that the complaint chamber was cracked below one of the ports, stretching along the base. The cracks had no stress marks. A lot check revealed no other complaints of a similar nature for lot date 121214. Conclusion: we were unable to determine the root cause of the damage found on the returned chamber. It is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has reported that the crack appeared after a few hours of use, indicating the fault occurred after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that ten mr290v vented autofeed humidification chambers leaked during use. No patient consequence was reported.